Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Three devices were received for evaluation; 1 event was confirmed during testing. One device was found to be affected by wear. Two events were not confirmed during testing. Two devices were found to be within specifications for the reported event. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device caused a connected handpiece to run without user activation. Two reported events had no patient involvement; no patient impact. One reported event had no information available from the facility regarding patient involvement or patient impact.